Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the screw fixation was retracted. The fixation mechanism operated within the specification. The helix length was measured, and it was within specification (1.7 mm). A compression/deformation was observed on the lead body at approximately 364mm from the connector pin. Two cuts were observed at the level of the connector seal. These findings may have been induced by the manipulation of the lead during the attempted implantation. Some x-rays were performed and revealed that all the components of the lead were free from any damage. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported elevated threshold may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the ventricle cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. For more details, please refer to the attached report analysis.

Event description:
Reportedly, during an implantation attempt the vega r58 lead used. The threshold of multiple measurements was 3.5v, the sensing was 6mv and the impedance was 600o. Then the physician decided to reposition the lead in another area (medium-low septum), the threshold was still greater than 3v. Finally, a new vega r58 lead was implanted.

Event description:
Reportedly, during an implantation attempt the vega r58 lead used. The threshold of multiple measurements was 3.5v, the sensing was 6mv and the impedance was 600o. Then the physician decided to reposition the lead in another area (medium-low septum), the threshold was still greater than 3v. Finally, a new vega r58 lead was replaced.